Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient at the time of event was 270 mg/dl. Moreover, the issue occurred with one infusion set used for 24 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.